Event description:
The customer reported that the generator and control were defective and the temperature indicator was blinking. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the generator then calibrated the system. The system operates as intended.